Event description:
During the device evaluation. The high definition liquid crystal display (lcd) monitor exhibited no image, due to a printed-circuit board failure. And a damaged serial digital interface (sdi) input connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the reportable event of "no image" was confirmed. The probably cause was most likely attributed to the faulty serial digital interface (sdi) connector, and circuit boards (qb and g2). However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.